Manufacturer narrative:
Batch review performed on 16 july 2024 lot 2115873: (B)(4) items manufactured and released on 15-mar-2022. Expiration date: 2027-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the complaint, batch review performed on 16 july 2024: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2201878 lot 2201878: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to luxation of the glenosphere from the liner and the cause of the dislocation is unknown. At about 1 year and 8 months post-primary the surgeon revised the glenosphere and liner and the surgery was completed successfully.